Event description:
Ous MDR - this rv lead was capped and replaced due to noise and inappropriate shock.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed ventricular oversensing leading to shock delivery as reported in the complaint text. Furthermore an increase of the pacing impedance was observed from initially 500 ohms between (B)(6) 2017 and (B)(6) 2018 to subsequently approx. 1800 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.